Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted; (B)(6) 1998 revision -(B)(6) 1996; date explanted; (B)(6) 1998 revision - (B)(6) 1998; date implanted; (B)(6) 2001 revision - unknown; date explanted; (B)(6) 2001 revision - (B)(6) 2001. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 1996. Subsequently, patient underwent a revision procedure on (B)(6) 1998 due to periprosthetic fracture. It was further reported patient underwent a revision procedure on (B)(6) 2001 due to periprosthetic fracture. No further information available.